Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer suddenly turned itself off; changing the power cable did not resolve the issue. The programmer is expected to be returned to service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer shut down on its own. The programmer was calibrated and cleaned. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.